Event description:
The customer reported that during use of this microfracture awl, 90 degree in a hip arthroscopy on (B)(6) 2013, the tip of the device broke off and was successfully removed. The surgery went on with no further complications and was completed as intended with only a minor delay. The (B)(6) male patient was discharged as per normal procedure. No other information provided. However, the user facility's representative did indicate that a medwatch form 3500a was completed and submitted to the FDA on or around november 22,2013. Despite the efforts in obtaining a copy of the 3500a, the user facility refused and stated that the manufacturer should wait until a copy is received from the FDA. To date, a copy of the user report has not yet been received.

Manufacturer narrative:
Conmed received the remainder of the microfracture awl, 90 degree for evaluation on (B)(4) 2013 and confirmed the reported problem of tip breakage. Visual examination of the returned instrument found the tip of the awl was broken and the broken portion was not returned. Test result showed the rockwell harness exceeded the specification by two points, this however, is within the tolerance of the measurement method and equipment. Micrograph review of the shaft indicated the material yielded and deformed prior to breakage. This suggested the metal did not simply fracture but was placed under considerable stress prior to breakage. This device was manufactured on 19-apr-2002. A review of the complaint history showed there were no other complaints received for this item and lot number combination. This microfracture awl, 90 degree is a reusable device intended to trephenate cartilage and tissue such as meniscus and is not intended for bone. In this instance, the most likely cause of this failure is user-related associated with extensive usage over time and/or off-label use. In addition, based on the manufacturing date, this unit had been in use for over 11 years. An education letter will be sent to the customer with the evaluation results and to highlight some important differences in the usage of the light and heavy microfracture awls.